Event description:
It was reported that this right ventricular (rv) lead was revised due to an increase in threshold measurements. After the lead was taken out it was noticed some tissues stuck in the helix. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was revised due to an increase in threshold measurements. After the lead was taken out it was noticed some tissues stuck in the helix. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was revised due to an increase in threshold measurements. After the lead was taken out it was noticed some tissues stuck in the helix. No additional information is available at the moment. No additional adverse patient effects were reported.